Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by instructing them to remove the pump from its case and provided guidance on using the button effectively. Despite this, the problem persisted, leading to a decision to replace the pump. The customer was informed about the replacement process and acknowledged understanding the steps necessary for returning the old pump and receiving the new one.